Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter detached during removal from "the patient's drip site".

Manufacturer narrative:
Additional information: d.4. Medical device lot #: 4310387. D.4. Medical device expiration date: 11/30/2019. H.4. Device manufacture date: 10/28/2019. D.4. Medical device lot #: 6362742. D.4. Medical device expiration date: 12/31/2021. H.4. Device manufacture date: 12/27/2016. D.4. Medical device lot #: 7088762. D.4. Medical device expiration date: 3/31/2022. H.4. Device manufacture date: 3/29/2017. D.4. Medical device lot #: 7117503. D.4. Medical device expiration date: 4/30/2022. H.4. Device manufacture date: 4/27/2017. D.4. Medical device lot #: 7027722. D.4. Medical device expiration date: 1/31/2022. H.4. Device manufacture date: 1/27/2017. D.4. Medical device lot #: 7209786. D.4. Medical device expiration date: 7/31/2022. H.4. Device manufacture date: 7/28/2017. H.6. Investigation summary: bd received 46 samples, one used unknown lot, two sealed units from lot 4310387, one sealed unit from lot 6362742, three sealed units from lot 7088762, four sealed units from lot 7117503, six sealed units from lot 7027722 and 29 units from lot 7209786. DHR: sub-assembly #004713bjf lot 4268036 manufactured from 20-nov-14 to 31-nov-14 in (B)(4)machine used in suspect lot 4310387; sub-assembly #004713bjf lot 6334551 manufactured from 30-nov-17 to 31-nov-16 and sub-assembly #004713bjf lot 6361824 manufactured from 29-dec-17 to 30-jan-17 in (B)(4) machine used in suspect lot 6362742; sub-assembly #004713bjf lot 7053928 manufactured from 24-feb-17 to 01-apr-17 in (B)(4)machine used in suspect lot 7088762; sub-assembly #004713bjf lot 7116856 manufactured from 29-apr-17 to 31-may-17 in (B)(4)machine used in suspect lot 7117503; sub-assembly #004713bjf lot 7023706 manufactured from 31-jan-17 to 24-feb-17 in (B)(4)machine used in suspect lot 7027722; sub-assembly #004713bjf lot 7207671 manufactured from 31-jul-17 to 30-aug-17 in (B)(4)machine used in suspect lot 7209786. These batches were evaluated in relation to the catheter / adapter tensile strength tests and the recording of failure results in this test was not evidenced. The used sample unknown lot was sent for a CT scan test, it was verified the sample was not returned with the catheter, the catheter was detached without being anywhere on the adapter. Without the lot number it is not possible to do a more detailed and in-depth investigation into the defect claim. The suspected samples were submitted to a tensile test and all results were within the product specification.

Event description:
It was reported that the bd angiocath¿ IV catheter detached during removal from "the patient's drip site".